Event description:
Device issue: partial stent deployment. Time of issue: during the procedure. Adverse event: none. It was reported that during the procedure in the iliac artery, via a contralateral approach, the absolute thumbwheel turned, but froze, and the stent only deployed approx 20%. The device was removed without difficulty through the sheath. There was no adverse pt effect reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete.